Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, the user's autopulse platform (sn (B)(4)) intermittently does not power on when the power button was pressed. The customer also stated that ap platform will power on when the battery was removed and placed back in but the issue persist. No patient involvement.